Manufacturer narrative:
Age at time of event: about (B)(4). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. An18x90/10fr wallstent endoprosthesis stent was implanted on the lesion; however, it was noted that the stent had foreshortened. A 16x90 unknown stent was implanted to cover the foreshortening and the procedure was completed. No patient complications were reported and the patient's status was fine.